Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used. When the user grasped and tried to crush bile duct stones, the subject device was incarcerated. The user crushed bile duct stones with the emergency lithotriptor. There was no patient injury reported. This is the report regarding the incarceration of bile duct stones.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manipulation wire of the subject device and the handle of the subject device were returned to olympus medical systems corp. (Omsc) for evaluation. The tube of the subject device was not returned. The manipulation wire was broken off. The fracture surface of the manipulation wire showed ductile fracture. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the subject device was incarcerated since the user tried to crush bile duct stones with the subject device. Also, it was known that the manipulation wire broke since the subject device was subjected to a load due to crushing hard stones. The instruction manual of the device has already warned as follows; this instrument has been designed to be used with olympus endoscopes to retrieve foreign bodies, calculi or tissue specimens from the digestive tract. Do not use this instrument for any purpose other than its intended use.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".